Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited foreign material in distal end and light guide rod lens, and discoloration in light guide lens adhesive. There was no patient involvement.